Manufacturer narrative:
Interrogation of the device indicated it was above eri when received. Visual inspection revealed no anomalies. Testing of the patient notifier confirmed the reported incident. The cause of the reported nonfunctioning vibratory alert was due to an anomalous patient notifier.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient notifier on the ICD did not work. As a result, surgical intervention was undertaken to explant and replace the device. No patient symptoms were reported.